Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that while removing the dimon retractor from patient's right pelvic acetabular rim, the tip broke off and remained embedded in the bone. Doctor took an intra-op x-ray and decided to leave metal fragment in patient as it was not going to cause harm. Part is reported to be a custom, spiked retractor approximately 1 inch long x 4 mm x 4 mm.